Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had bilateral primary scorpio knee surgery on (B)(6) 2007. Patient is reporting an event on his right knee, on (B)(6) 2017 his knee popped and the peg broke. Patient can feel peg floating around and is scheduled for surgery on (B)(6) 2017.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: the post fractured in overload with fracture propagating from the posterior side to the anterior side. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "on (B)(6) 2011 a revision of the tibial poly of the right total knee was performed for a diagnosis of ¿post-op diagnosis instability with mechanical failure tibial poly¿. The operative report notes the patient ¿complained of popping and snapping with instability, upper 4mm to 5mm of tibial peg had been broken off, changed the insert to a #11/10 x3 ps insert.¿ on (B)(6) 2012 a second revision right total knee was performed for which no operative report is available. Two photographs of a broken poly post fragment and six arthroscopic photos of an intraoperative view of the broken post are all labeled ¿05/15/12¿. A may 16, 2017 operative report of ¿revision tibial poly right total knee arthroplasty¿ for a pre and post-operative diagnosis of ¿failed tibial poly right tka¿ describes spinal anesthesia and a tourniquet time of approximately thirty minutes. The operative report notes, "developed instability right tka exam consistent with fracture of poly peg on the ps tibial component. Broken tibial peg identified freely in the joint anteriorly removed. Changed to an 11/10 scorpio x3 poly insert. X-rays dated (B)(6) 2008 and (B)(6) 2011 are aps of both knees and a lateral of the right, which are essentially unchanged. X-rays dated (B)(6) 2012 are an ap and lateral of the right knee and are essentially unchanged, however a slightly increased poly insert thickness is noted. Imperfect soft tissue balance in this large male patient resulted in the ps poly post impinging posteriorly on the femoral component resulting in inevitable fatigue fracture. Replacing the insert without correcting the imbalance resulted in repeat fatigue fractures, as noted in the two subsequent revisions. The ps post is not designed to stabilize the knee against instability, which is not addressed at implant surgery. There is no evidence that the material or manufacturing were responsible for this clinical situation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation confirmed the reported event of the fractured insert post. The medical review concluded, "imperfect soft tissue balance in this large male patient resulted in the ps poly post impinging posteriorly on the femoral component resulting in inevitable fatigue fracture. Replacing the insert without correcting the imbalance resulted in repeat fatigue fractures, as noted in the two subsequent revisions. The ps post is not designed to stabilize the knee against instability, which is not addressed at implant surgery. There is no evidence that the material or manufacturing were responsible for this clinical situation." No further investigation can be performed at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient had bilateral primary scorpio knee surgery on (B)(6) 2007. Patient is reporting an event on his right knee, on (B)(6) 2017 his knee popped and the peg broke. Patient can feel peg floating around and is scheduled for surgery on (B)(6) 2017.